Manufacturer narrative:
The most likely cause for the discrepancy observed is due to the differences in testing platforms and/or the sample to sample variability. There are differences between the cobas® liat system and the cepheid system in gene targets detected, which could explain the sample discrepancy. A systemic issue was not identified with the reagent lot used. No product problem was identified. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample generated a negative result for sars-cov-2. A new sample was obtained and tested on a different platform (cepheid) which yielded a positive sars-cov-2 result. It is unknown if the results were released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.